Event description:
It was originally reported that a child fell out of the bed and was injured. It was later reported that the child was not injured as a result of the event. No malfunction was alleged.

Manufacturer narrative:
It was originally reported that a child fell from the bed and was injured as a result of the fall. It was later communicated that the child did fall from the bed, but was not injured. Additionally, no malfunction of the device was alleged.

Event description:
It was reported that a child fell out of the bed and was injured. No details have been provided regarding the injury, and no malfunction has been alleged. Attempts are ongoing to receive further information regarding the event.